Event description:
Performing back-to back tests, using the suspect device, with results of "hi" (> 600 mg/dl, 502 mg/dl, 300 mg/dl, and 200 mg/dl. Pt did not report taking any action based on these values. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.